Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2012 and 1258t lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, oversensing of noise and variable lead impedance. It was also noted that the device had "ineffective pacing." Both the ra lead and device remain in use. No patient complications have been reported as a result of this event.